Event description:
The patient's IV tubing was observed leaking fluids and blood from the double lumen central line. The rn disconnected the tubing and observed that the bottom plastic piece was broken.